Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Initial caller transferred call to nurse practitioner. Caller reports they are calling from a neurosurgeon office. Caller reports patient indicated the device does not work and have not used the stimulator for about 1 year. Caller is requesting a manufacturer representative (rep). Transferred to national answering service (nas) number. Additional information was received from the patient. Patient reported their pains never stopped even with the device. Patient noted it was adjusted multiple times, and yet does nothing to relive pain. Patient reported they stopped charging it, and stopped trying to use it. Patient noted they plan to have it removed if they can, and they have additional pain because of the device itself. Additional information was received from the patient. Patient reported the generator was removed on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.